Event description:
It was reported that partial deployment and elongation occurred, requiring an additional device. The 100% stenosed target lesion was located in a severely tortuous and mildly calcified superficial femoral artery. A 7x150, 130 cm eluvia drug-eluting vascular stent system was selected for the endovascular treatment. Pre-dilation was performed, and during deployment of the stent, the stent could not be deployed with the thumbwheel after about 8 centimeters deployed. The handle was pulled to deploy the stent, and as a result, elongation occurred. An additional non-boston scientific stent was deployed to cover the proximal side. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluation by manufacturer: an eluvia device was received for analysis. Device was received with a guidewire inserted in the device. A visual and tactile examination identified an outer sheath kink 1mm distal from the distal end of the nose cone. The device was received in a deployed state with the stent already deployed from the delivery system. A visual examination identified no issues with the tip of the device. A visual examination identified no issues or damage to the handle of the device. This concludes the product analysis.

Event description:
It was reported that partial deployment and elongation occurred, requiring an additional device. The 100% stenosed target lesion was located in a severely tortuous and mildly calcified superficial femoral artery. A 7x150, 130 cm eluvia drug-eluting vascular stent system was selected for the endovascular treatment. Pre-dilation was performed, and during deployment of the stent, the stent could not be deployed with the thumbwheel after about 8 centimeters deployed. The handle was pulled to deploy the stent, and as a result, elongation occurred. An additional non-boston scientific stent was deployed to cover the proximal side. There were no patient complications as a result of this event.